Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The behavior was unable to be replicated. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after logging into the spine application, the system went to sleep and displayed "no input detected." A hard shut down was performed, and when the system was booted back up it worked as intended. There was no patient present when this issue was observed.